Event description:
It was reported that the customer went to the emergency room for a kidney infection. The customer reported that she had issues with her sensors. The blood glucose reading was 75 mg/dl. She stated that the insulin pump alarmed lost sensor 2 or 3 times. She stated that she removed the sensor and observed that the fiber piece was pushed all the way in, as though the cannula had not been in her body. She noted blood at the insertion site as well. She discontinued use of the sensors and was advised that a replacement would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.